Event description:
Customer said that they did not think pod was delivering insulin correctly after receiving an occlusion alarm. The pt was treated for high blood glucose levels with injections and the device was replaced. No further issues were reported. The pod is being returned to the manufacturer for evaluation.

Manufacturer narrative:
A manufacturing defect caused a blockage in the cannula, resulting in the failure of the device to infuse insulin.